Event description:
A customer reported observing an "ice crystal shape" obstructing the flow in the valve of a continu-flo solution set. It is unknown whether or not this observation was made during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up, the customer reported the event occurred during infusion of chemotherapy using a baxter infusion pump. The reporter stated that the primary line was working fine; however, when the customer attempted to connect the secondary line, the flow was obstructed by a piece of particulate matter. The customer removed the secondary line and replaced it with another secondary set from the same lot. The reporter stated that there were no further issues after the set was replaced. There was no patient injury or medical intervention associated with this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted